Manufacturer narrative:
H10: additional narratives updated h3 and h6 per new information received h3: product evaluation. Customer reports of stenosis and calcification were confirmed. Report of fused leaflets was not confirmed. As received, all three leaflets were stiff and translucent-like due to dehydration. X-ray demonstrated wireform intact, heavy calcification on leaflets 2 and 3, and moderate calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Wireform was exposed on commissures 1 and 3 and around leaflet 3. The metal band was also exposed around leaflet 3 on the outflow aspect. Sewing ring was cut around leaflets 2 and 3 and multiple sutures remained attached to the sewing ring around the valve.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional narratives: calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was returned and product evaluation is pending. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a 19mm aortic valve, implanted approximately six (6) years and four (4) months, was explanted due to aortic stenosis, calcification and fused leaflets. The device was replaced with another 19mm aortic valve with no adverse events. There was no allegation of device malfunction.